Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of a disposable set with cassette during the second cycle of peritoneal dialysis (pd) therapy. One day after the disconnection, the patient experienced abdominal pain and then two days after the disconnection, the patient experienced cloudy effluent. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient received unspecified antibiotics (intra-peritoneally and orally) for this event. At the time of this report, the patient¿s symptoms were resolved, and the effluent was clear. The transfer set was replaced, and pd therapy was ongoing. No additional information is available.